Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon eval, the rear response button was intermittent. The cause for the inability to activate the device is the defective response button . The cause for the intermittent response button is defective contacts on the response button connector. The root cause of the defective connector contacts cannot be positively identified. No adverse event resulted from the defective response button connector. The pt received a replacement monitor.

Event description:
A (B)(6) male pt's fiancé contacted zoll customer support to report that the response buttons will not activate the device. The pt was issued a replacement monitor.